Manufacturer narrative:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported on 0002648920-2020-00307.

Event description:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported on 0002648920-2020-00307.

Manufacturer narrative:
Reported event was confirmed by review of medical records. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical devices: shell porous with cluster holes 54 mm o.d./ pn 00620005422/ ln unknown, liner 10 degree elevated rim 32 mm i.d. For use with 50/52/54 mm o.d. Shells/ pn 00631005032/ ln unknown, femoral body: revision, nitrided, porous cementless 12/14 neck taper extended 46 mm neck offset/ pn 00999301835/ ln unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent a revision procedure approximately seven years post implantation due to pseudotumor. Necrotic gluteus medius and gluteus maximus, necrotic trochanter, and corrosion at head-neck junction were noted during the revision surgery. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records. Revision operative notes shows that during the revision, pseudotumor, necrotic tissue were encountered. Corrosion was found when the metal head was removed from the taper. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.